Manufacturer narrative:
Manufacturer ref# (B)(4). After investigation the event for this complaint is no longer reportable. Summary of investigational findings: reportedly device broke inside the patient during the procedure. Additional information could not be obtained, but no impact on patient was reported. Only the blue introducer sheath was returned and investigation found it kinked 290mm + 395mm from the distal tip and revealed a squeezed area 249-254mm from same, but still it was possible to advance a testing introducer dilator through the sheath. Based on these findings the exact reason for the damaged sheath cannot be determined, unless the sheath was advanced over the wire, without the introducer dilator inside supporting the sheath during advancement. According to instructions for use the coaxial introducer system must be advanced over the wire guide and the dilator must not be removed until correct position is verified by diagnostic imaging. However, this is only speculation since only very limited information was provided and since the dilator was not returned. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: device broke inside the patient during the procedure. Patient outcome: requested.